Event description:
The injecting nurse reported the following: immediately after this radiesse injection on (B)(6) 2015, there was a line (like a thread) retrograde. The left upper lip & nostril blanched. The injection was stopped. She talked to the patient about the procedure. She massaged the patient. A photo was sent to the dermatologist. She watched the patient. Half was not resolving. She called the dermatologist and she was uncomfortable with the way that the patient looked. She asked the dermatologist to come in. He came in & saw the patient 5 minutes later. They treated the patient as if it was a vascular occlusion. Nitrobid paste topically, 50mg/day viagra, keflex (prophylactically). The patient was tapered off of the keflex by day 4 and started on hyperbaric oxygen treatment (started on (B)(6) 2015) - twice a day, as of (B)(6) 2015, the patient had completed 9 of 10. Everything else resolved. There has been slow progress. She is wondering if the radiesse is pushing up against a vessel. There were pimples that were cultured. It looks as if there was a lack of oxygen to the tissue. The patient completed all med by (B)(6) 2015.

Manufacturer narrative:
(B)(6) on day 7 bactroban was used topically, and biotene (internally and externally) on the left nostril - where it meets the cheek, 1/2 way up the nostril. There was interior and exterior necrosis. On (B)(6) 2015 at the ER a pet/cat scan was done (head and neck) - patient normal. Lynn met the patient in the ER. The patient saw a vascular surgeon in the ER & everyone at the ER evaluated the patient including the head & neck CT. Everything is normal. The patient had a panic attack in the oxygen chamber. The patient is going to the bronx for the oxygen treatment. Follow up information was requested but none has been received. The device history record review could not be conducted as the lot number was not reported.

Manufacturer narrative:
Cmp16170. On (B)(6) 2015 follow up information was provided by the reporting nurse: the patient was not admitted formally - she went to the ER and was discharged after many hours and all of her testing wasn't indicative of a reason for admission. The patient did not do the 10th hyperbaric oxygen treatment as per her choice. She is consulting with a plastic surgeon about a 0.4cm x 0.8cm tissue graft for her left nostril defect which occurred from the loss of oxygen to the tissue. She may have the graft in the next few weeks once the area is fully healed and surgery is suggested. On (B)(6) 2015 the reporting nurse sent further information: the patient has not had a graft. She has seen specialists.

Manufacturer narrative:
On 9/9/2015 (B)(6), rn sent an email to provide an update: there was full thickness tissue necrosis to the left edge of the alar rim of approximately 7 mm by 4 mm in size. The patient (sd) is scheduled for a tissue graft on wednesday (B)(6) with dr. (B)(6). Follow up information was requested. No further information has been received. Additionally, patient initials were provided and added.

Manufacturer narrative:
On 10/14/15 (B)(6), rn sent an email to provide an update: (B)(6) had her initial surgery on (B)(6) and then had her second surgery on (B)(6). She is doing well and the graft is healing nicely. The lot number you requested is 100079001. The lot number was provided and lot information was added.